Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon pt's visit to the doctor's office, physician noticed that the pump was eroding through near the connector. The neurosurgeon removed the pump and added a small segment of catheter and replaced the same pump on the opposite side. The physician went from her left side to her right side and implanted the same pump. It wasn't clear as to whether or not there was an infection. The area directly above the pump was somewhat red and tender. The pt's condition was fine at the end of the surgery. The pt's current status was unk. The drug in the pump was 2000 mcg/ml concentration of lioresal. The pt's current dose was 100.8mcg/day and that was the dose that the managing physician turned the pump down to. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.